Event description:
Device malfunction: unk. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis/pain/cut-down procedure. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the device deployed with no issues; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. One month after the procedure, the pt experienced pain in the groin and was examined by a vascular surgeon and no problems were found. Ten months later, the pt returned to a different physician, who performed a cut-down procedure and found scar tissue outside of the femoral artery. The scar tissue was removed and foreign material reported as a "t-fastener" was found in the middle of the scar tissue. There was no other reported adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.